Manufacturer narrative:
Additional information: a1, d9, g1 (MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the waveguide was pressed into the outer tube and was not aligned in the tube because it could rotate freely, yet not damaged. Functional testing found that when assembled with a battery, the assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. It was reported that the device had a component that disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had an adapter failure. The most likely cause for the additional condition is traced to component failure. This issue may occur when the speaker is not pushed deep enough into the housing receptacle after the adhesive application during manufacturing. Activating the device with the jaws closed causes the compression spring to come into contact with bare speaker leads resulting in a short. The audio speaker most likely came loose out of its housing during shipping or device use. The adhesive tape was investigated; there appeared to be adhesive remaining on the tape. Another unreported condition was identified: the unit had a jaw failure. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: the unit had an adhesive failure. The most likely cause was determined to be manufacturing related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total hysterectomy, the device broke during use on a patient, after the blade left the patient cavity, it was found that the working metal end of the blade was broken. The blade fragments did not fell into the patient's cavity. The broken blade was found on the ground. The dissector did not touch metal or other foreign objects. The operation was completed by replacing with an dissector.